Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during an MRI resulting in skin redness and edema at the magnet site (specific date not reported). The patient's head was wrapped as recommended by cochlear. Subsequently, the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.